Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under-infused during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 29-oct-2024. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No errors were found in the event history log. Visual and functional tests were performed, which found the downstream occlusion (dso) seal to be pulling from the plate and the front piezo to be defective. The customer's problem was not replicated as the device passed occlusion tests. The dso seal and front piezo were replaced to fix the reportable issues.